Event description:
It was reported that the doctor was unable to advance the catheter over the spring wire guide (swg).

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: one catheter and one spring wire guide (swg) were returned for evaluation. The catheter was returned with the swg in the distal lumen & protruding from both ends. No damage or defects were observed on the outside of the catheter. The swg was advanced forward & removed from the catheter for examination. The swg had multiple kinks near the j-bend & approximately 25cm to 28cm from the distal end: swg was unraveled at the distal end. Discoloration & length indicated that the core wire was broken adjacent to the distal weld. The distal weld remained attached to the coils. The proximal weld was intact without separation; no pieces appeared to be missing. The straight portion of the swg was inserted into the catheter tip & it passed through the juncture hub without meeting any obstruction. When the kinked portion of the swg entered the catheter body, the swg could not be passed any further due to the kinks. The products' instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that use of excessive force during removal could damage or break the swg. The complaint was reported as difficulty inserting the catheter over the swg. The insertion difficulty and swg unraveling were confirmed through visual inspection of the returned samples. The potential cause could not be determined based upon the sample and information provided.